Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the pacemaker was in backup vvi. The device was reprogrammed. After restoration the device displayed an alert for low battery voltage; however, it was confirmed that battery readings appeared to indicate normal function. The patient was to continue with regular follow-ups.